Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID [fsn-2023-cc-src-039], and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, b03646474888ce. Review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a ventilator inoperative error code was found on a bipap a40 pro device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the bipap a40 pro device at third-party service center, the third-party service technician observed the error code, difference between the blower pressure sensor and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds, in the device's error log. The third-party service technician further evaluated and determined the printed circuit assembly (pca) had caused this error code to occur on the device. In conclusion, the device's pca needs replaced to address the issue. The customer had request that device be returned unrepaired. There was no repair made to the device for this issue. The root cause is confirmed at this time. Additionally, during the service of the device, the fan needs replaced for another error code, fan status, that was observed on the device's error log. The pca needs replaced for another error code, low circuit leak, that was observed on the device's error log. This was unrelated to the reportable issue. No parts were replaced due to the customer had requested that the device be returned unrepaired.